Event description:
It was reported that a patient was received from another hospital who had a stent (non medtronic) placed in the proximal rca and the physician was unable to get a stent to a distal lesion. When the patient came to them, the stent that was placed not fully deployed in the proximal rca, and was just hanging on a shelf of calcium. The doctor took a wire and ran it through the under deployed stent and then tried to pass a balloon to deploy the stent, however, was unable to advance the balloon. The physician then took the wire around the stent and brought the balloon in to crush the stent against the wall. After several inflations of the balloon, the physician took a 3.0mm x30mm endeavor sprint drug-eluting coronary stent to repair the distal lesion. However, the stent got stuck on the freshly crushed stent and became dislodged. When the physician snared the endeavor drug-eluting coronary stent it began to unravel and the stent elongated into a long wire. The physician was successful in fully retrieving the stent and then ballooned the area again to try to better crush the non-medtronic stent into the wall. The physician took another endeavor drug-eluting stent and deployed it over the crushed stent. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention: stent dislodged and was removed with a snare). Evaluation codes, results: (stent dislodgement).